Event description:
It was reported that on (B)(6) 2013, the procedure was to treat a lesion in the left anterior descending artery. The 4.0 x 38 mm xience prime stent was implanted. After the procedure, it was found that the stent had an expiration date of 09/13/2013. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. .

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore an analysis of the complaint device and packaging labels could not be performed. However, a review of the labels attached to the lot history record for this lot confirmed that the product was used past the labeled expiration date. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: note the product use-by (expiration) date.